Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that difficulty was encountered connecting a defibrillation lead to a first implantable defibrillator (ICD). The first ICD was replaced and a second ICD connected and implanted. No patient complications were reported due to this event. The system remains in use.

Event description:
It was reported that difficulty was encountered connecting a defibrillation lead to a first implantable defibrillator (ICD). The first ICD was replaced and a second ICD connected and implanted. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): no anomalies found.